Event description:
Boston scientific received information that this right atrial lead exhibited noise. The lead exhibited no out of range measurements. The logbook was reviewed and there was a diverted ventricular fibrillation event which does show noise which does not look like electromagnetic interference. A technical services consultant was contacted regarding this issue and suggested performing isometrics, particularly in sleeping positions, dressing, showering as many of the events occurred in the early morning. Additional information indicated the patient was scheduled for a lead extraction procedure in the near future. Additional information indicated the lead's sensing and threshold measurements had decreased. It was noted that the insulation was damaged. The lead was explanted and successfully replaced. No adverse patient effects were reported. Our records indicate this lead remains implanted. If additional information is received, this report will be updated. No date of explant was provided to us and it is unclear from the event description of the lead if it remains implanted or not.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Both parts of the lead were received. It is reasonable to assume that the lead was dissected in the course of the lead explantation. The analysis of the lead demonstrated a damaged insulation and a fractured outer coil at a distance of some 27 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed. Furthermore a deformation of the inner coil was confirmed. Blood penetrated the lead in that area. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.